Event description:
As I put my contact lens in this morning, suddenly I experienced excruciating pain in my left eye. I had inadvertently used clear care in a regular lens case instead of multipurpose solution. I immediately removed the lens and flushed my eye, but my eye has continued to remain red and swollen all day. In addition, it has produced tears streaming down my face all day long. I realize now that since the bottle shape of clear care is identical to that of multipurpose solution, and I cannot see clearly without my contacts, I used the wrong bottle. I am trying to get to my ophthalmologist to see if permanent damage has been done to my eye. I feel the shape of the clear care bottle too closely resembles that of multipurpose solution. For people who struggle with poor vision, it is too easy to make a mistake and grab the wrong one!!!!